Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peripherally inserted central catheter (PICC). The customer reports a PICC was leaking just below the molded strain relief on the primary extension tubing. The customer reports that the PICC was inserted in the antecubital. The customer stated that they do not know when the PICC was inserted or removed. The customer also reports that the pt required numerous IV attempts to place another catheter and approximately 3cc of blood loss was noted. The customer reports that the pt status was fine and was discharged from their unit.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.